Event description:
The company was informed that the patient reportedly experienced sudden loss of lock and loss of sound. External equipment was exchanged and program adjustments were attempted; however, this did not resolve the issue surgery to explant the patient's device will be scheduled.